Event description:
According to the reporter, the cuff did not inflate during insertion. It was replaced with another three devices but the cuff of each device still did not inflate. Another brand of tube was used and worked properly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.